Event description:
It was reported the patient (B)(6) was not receiving effective stimulation. Lead diagnostics showed multiple invalid contacts. X-rays were taken but did not show any lead breakage. The patient underwent lead revision surgery where the lead was replaced with a new one. After the lead was remove it was noted the lead was fractured. The patient is now receiving effective stimulation.

Manufacturer narrative:
Evaluation results - the complaint of "lead broken/ fractured" was confirmed. As received, the (3286) lead was kinked with all wires broken approximately 31.5 cm from the terminal end. The lead fracture was consistent with a repetitive stress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.